Event description:
I had a nevro spinal cord implant put in that day. By dr (B)(6) in (B)(6). I went through the trial with it and it worked great. I was pain free for 3 days. I worked with one of the nevro reps and he sent in my info for insurance approval. It was approved I had the necessary MRI for the placement and went to meet the surgeon. When I woke up from the surgery I was in incredible pain around my waist and had no feeling in my legs. The doctor put me back in the operating room the anesthesiologist put me back under and he removed the device, put me in an ambulance and sent me to (B)(6) hospital in (B)(6). I spent 4 days in the hospital, 9 days in acute rehabilitation. I had home pt (physical therapy) to continue to help me relearn how to walk and I am still going to pt. My life is dictating by how my legs will work day by day and how severe my back pain will be. I am on nerve and pain meds that I take to take the edge off of my pain. I still have to have pain shots although they are less frequently since I found a good pt clinic. I have to pay out of pocket. Between $(B)(6) weekly and it's a 60 mile drive round trip. I believe these devices need to be banned until more research and training can assure future patients don't go through the pain and suffering I have been through. No attorney would help me because I didn't die and wasn't paralyzed forever but like I said I am not the same as I was before this surgery. These implants are terrible and I feel haven't helped the majority of the people that have used them. These need to be banned and the companies help accountable. There needs to be a class action suit filed for all the people that have been injured with these devices. Thank you.